Manufacturer narrative:
The patient's age at time of event or dob, gender, and weight are unknown. This information was not available from the facility. The angiosculpt device ruptured when inflated to 18 atm, which is above rbp (14 atm). Recurrence of the malfunction could result in a vessel dissection requiring possible stent. Patient information regarding relevant tests/laboratory data or medical history is unknown. This information was not available from the facility. Foreign- (B)(4) the angiosculpt device was disposed by the hospital, thus no evaluation performed. The angiosculpt device was used off-label. The IFU warns to not exceed the rated burst pressure as indicated on the product label.

Event description:
The catheter was used for evt ppi. During inflation at 18 atm, the balloon ruptured. No patient injury reported. A new angiosculpt device was used to complete the procedure.